Event description:
A distributor customer service representative (dcsr) called baxter corporate product surveillance (cps) to relay report from their customer for five (5) alleged deficiencies , each y type micro extension set in which "leaking at the y" was detected on unknown date(s). There was no patient involvement or medical intervention reported. No additional information is reported. This is report 4 of 5 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) . A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.